Event description:
It was reported that they had issues with foley catheters and were unaware of how many foley catheters were actually involved in the issue. Reports stated rupturing or balloon leaking. They were in the very early stages of investigating, they want to find out if there were other places having this issue and if an infection preventionist can be on a call with other internal members of their facility to discuss the issue. Representative advised that the information regarding other facilities having similar issues would not be shared with them and they would review the current organization with my lead to see if there is anyone who could assist. Per customer follow up received on 12apr2024, it was reported that nobody saved the device after it failed. They put out a safety alert so that if this happened again, they could keep it and send in for testing. Because the lot number was not recorded at the time of insertion, they did not know what the lot number was. They had another device fail this week and they did not save that device either. They said they tested the balloon after the device had come out of the patient and it was not leaking, so they suspected it had not been filled properly to begin with, the first patient had a pseudomonas aeruginosa uti after having several different episodes of insertion.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be due to thin sac that may lead to burst balloon. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: b, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they had issues with foley catheters and were unaware of how many foley catheters were actually involved in the issue. Reports stated rupturing or balloon leaking. They were in the very early stages of investigating, they want to find out if there were other places having this issue and if an infection preventionist can be on a call with other internal members of their facility to discuss the issue. Representative advised that the information regarding other facilities having similar issues would not be shared with them and they would review the current organization with the lead to see if there is anyone who could assist. Per customer follow up received on 12apr2024, it was reported that nobody saved the device after it failed. They put out a safety alert so that if this happened again, they could keep it and send in for testing. Because the lot number was not recorded at the time of insertion, they did not know what the lot number was. They had another device fail this week and they did not save that device either. They said they tested the balloon after the device had come out of the patient and it was not leaking, so they suspected it had not been filled properly to begin with, the first patient had a pseudomonas aeruginosa uti after having several different episodes of insertion. It was unknown what medical intervention was provided for uti.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error). A potential root cause for this failure mode could be due to thin sac that may lead to burst balloon. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had issues with foley catheters and were unaware of how many foley catheters were actually involved in the issue. Reports stated rupturing or balloon leaking. They were in the very early stages of investigating, they want to find out if there were other places having this issue and if an infection preventionist can be on a call with other internal members of their facility to discuss the issue. Representative advised that the information regarding other facilities having similar issues would not be shared with them and they would review the current organization with my lead to see if there is anyone who could assist.